Manufacturer narrative:
(B)(4). Field diagnostic/correction: a service checkup was performed on this equipment. The service rep checked the run data files (rdfs) while watching the pumps speed and found no issues. Also ran a full simulated run with no problems found. The rdfs were also checked by caridianbct technical support and they did not identify any speed issues/inconsistencies with the return pump on the trima. Investigation: nothing in the rdf analysis indicates that the equipment was operating other than as intended. A review of the DHR for this unit showed no irregularities during manufacturing that were relevant to this issue. Trending using a format detail code order report for failure code=infiltration/hematoma results in 38 reports of infiltrations or hematomas in the last 10 years, over thousands of procedures. Root cause: most likely root cause is donor access issues. The rdf did not identify any unusual process variables or cause of the hematoma reported.

Event description:
The customer called to report that they had three infiltration incidents on the same trima system but on three different donors. The donors received hematomas (each about 1.5 inches in diameter). There was no medical intervention performed outside of ice and a bandage applied. Incident date for donor 3 = (B)(6) 2011. Age/dob were not provided when requested since the information was not available.

Event description:
The customer called to report that they had three infiltration incidents on the same trima system but on three different donors. The donors received hematomas (each about 1.5 inches in diameter). There was no medical intervention performed outside of ice and a bandage applied. Incident date for donor 2 = (B)(6) 2011. Age/dob were not provided when requested since the information was not available.

Manufacturer narrative:
(B)(4). Field diagnostic/correction: a service checkup was performed on this equipment. The service rep. Checked the run data files (rdfs) while watching the pumps speed and found no issues. Also ran a full simulated run with no problems found. The rdfs were also checked by caridianbct technical support and they did not identify any speed issues/inconsistencies with the return pump on the trima. Investigation: nothing in the rdf analysis indicates that the equipment was operating other than as intended. A review of the DHR for this unit showed no irregularities during manufacturing that were relevant to this issue. Trending using a format detail code order report for failure code=infiltration/hematoma results in 38 reports of infiltrations or hematomas in the last 10 years, over thousands of procedures. Root cause: most likely root cause is donor access issues. The rdf did not identify any unusual process variables or cause of the hematoma reported.

Manufacturer narrative:
(B)(4). Field diagnostic/correction: a service checkup was performed on this equipment. The service rep. Checked the run data files (rdfs) while watching the pumps speed and found no issues. Also ran a full simulated run with no problems found. The rdfs were also checked by caridianbct technical support and they did not identify any speed issues/inconsistencies with the return pump on the trima. Investigation: nothing in the rdf analysis indicates that the equipment was operating other than as intended. A review of the DHR for this unit showed no irregularities during manufacturing that were relevant to this issue. Trending using a format detail code order report for failure code=infiltration/hematoma results in 38 reports of infiltrations or hematomas in the last 10 years, over thousands of procedures. Root cause: most likely root cause is donor access issues. The rdf did not identify any unusual process variables or cause of the hematoma reported

Event description:
The customer called to report that they had three infiltration incidents on the same trima system but on three different donors. The donors received hematomas (each about 1.5 inches in diameter). There was no medical intervention performed outside of ice and a bandage applied. Age/dob were not provided when requested since the information was not available.